Event description:
It was reported that the lens was explanted in (B)(6) 2014. The reason for the lens explant was not provided. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.